Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic surgery to repair a lower midline incarcerated ventral hernia on (B)(6)2012 and mesh was implanted. It was reported that the patient had to undergo a revision surgery due to complications on (B)(6)2014 and was found to have an incarceration of sigmoid colon and omentum in right lower quadrant hernia, exposed mesh and mesh adhesion to small intestine, perforation of the sigmoid colon proximal to the region of incarceration, and gross fecal spillage throughout the peritoneum. The patient died due to severe septic shock from sigmoid perforation. (Date and relationship to device not provided). No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a hernia repair on (B)(6)2012 and physiomesh x2 were implanted. It was reported that she experienced undisclosed injuries. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.